Manufacturer narrative:
(B)(4). One x bc2745-20: lot 160411, date of manufacture april 11, 2016. One x bc3780-20: lot 150601, date of manufacture june 01, 2015. The complaint bc2745-20 & bc3780-20 neonatal oxygen therapy nasal cannulae are manufactured by (B)(4), for fisher & paykel healthcare. Method: the complaint bc2745-20 was not returned to fisher & paykel healthcare (fph) for investigation, however a photograph of the device was provided by the healthcare facility. The complaint bc3780-20 was returned to fph (B)(4) for investigation. Our investigation is thus based on the photograph provided and visual inspection of the returned device. Results: upon inspection of the photograph provided, it was discovered that the pvc tube had detached from the left side of the nose piece of the bc2745-20 cannula. Visual inspection of the complaint bc3780-20 cannula revealed that the pvc tube had detached from the left side of the nose piece and that there was evidence of glue on the surface of the nose piece. A lot check revealed no other complaints of this nature for lot numbers 160411 and 150601. Conclusion: during manufacture by (B)(4), a bonding agent is applied to the outside surface of the tube and then inserted into the nasal interface through a manual process. The complaint cannulae were both subjected to force which may have caused them to detach as per the information received from the healthcare facility: "the infant got its fingers around the cannula, simply tugged at it and pulled it apart" and "the respiratory asst manager then decided to randomly test multiple bc cannulas...he tugged on it, applying a significant amount of pressure in an attempt to pull it apart". The manufacturer of this device has been notified of this complaint and is conducting their own investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the bc2745-20 nasal cannula tubing came apart at the prongs during use after the infant tugged on the cannula and pulled it apart. Oxygen flow was interrupted and the infant's oxygen level dropped, causing an alarm. The clinician immediately responded to the alarm and no harm was caused to the infant. The respiratory asst manager then decided to randomly test multiple bubble CPAP cannulae sizes and lot numbers applying a significant amount of pressure in an attempt to pull them apart. Only one cannula came apart during his testing and it was a bc3780-20 nasal cannula.